Event description:
Staff concern for products possibly being packaged incorrectly, package printed incorrectly, etc. Causing problems for rns that do not know the difference in product/use and the pt's issues related to difference in product/use for rns. Ref # 382533 20ga is our normal and preferred product for years which has been intermittently on back order. No history of any recurrent issues with the 382533 20ga - staff indicates the original product did not have instaflash technology which is consistent with bd web site overview. However, the packaging for the 382533 now indicates the "instaflash" technology is present in this device - and simultaneously, now staff are reporting repeated problems advancing the angiocatheter - a problem they were seeing with the temporary replacement product, ref 381433 (which is advertised to have the instaflash tech) x10 events - at which time the team switched to the 18ga product. Reference report: mw5153862.